Manufacturer narrative:
The inflation tube being removed from the tracheal tube would be an interruption in patient ventilation. This would cause the patient to be re-intubated thus causing a delay in ventilation and treatment complaint was considered confirmed based on visual evidence provided by customer. A 24 month review was conducted and 4 additional complaints were identified related to this issue however no trend was observed. No lot number was provided for further investigation, however the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
Three days after intubation, it was found that the inflating tube has been removed from the tracheal tube itself.

Event description:
Three days after intubation, it was found that the inflating tube has been removed from the tracheal tube itself.

Manufacturer narrative:
The inflation tube being removed from the tracheal tube would be an interruption in patient ventilation. This would cause the patient to be re-intubated thus causing a delay in ventilation and treatment.